Manufacturer narrative:
The subject product was requested, but has not yet been returned for evaluation. A photo of the subject product was provided by the user facility. The photo shows the mandrel and mandrel rod detached from the body of the sorbafix device. As reported, the device was functioning and was able to deploy about 10-12 fasteners before a loud cracking noise was heard. Based on the information currently available, no conclusion can be drawn at this time. If additional information is obtained or if the sample is returned, this report will be updated. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification. Awaiting sample return.

Event description:
It was reported per the user facility that when firing the sorbafix fixation device into the abdominal wall while fixating a progrip mesh, the inner sheath (mandrel) detached as the physician was trying to deploy the fasteners. Prior to the problem occurring, the device was able to deploy about 10-12 fasteners and then made a loud "cracking" noise. The case was completed with a new sorbafix fixation device. The device component was retrieved from the patient with no complications.

Manufacturer narrative:
The evaluation of the subject product found the mandrel detached from the clevis yoke inside the housing. The drive collar/clevis pin was missing. A missing drive collar/clevis pin would result in the mandrel rod detaching from the clevis yoke. Material deformation was noted around the clevis pin insertion hole, indicating the pin was inserted into the clevis yoke. While it can't be determined at this time, the pin may not have been fully seated. The most probable root cause has been identified to be a possible manufacturing deficiency with the device.

Event description:
It was reported per the user facility that when firing the sorbafix fixation device into the abdominal wall while fixating a progrip mesh, the inner sheath (mandrel) detached as the physician was trying to deploy the fasteners. Prior to the problem occurring, the device was able to deploy about 10-12 fasteners and then made a loud "cracking" noise. The case was completed with a new sorbafix fixation device. The device component was retrieved from the patient with no complications.